Event description:
The customer's mother reported that the customer was taken to the hospital due to high blood glucose levels. The mother also reported that the insulin pump alarmed motor error. The mother was driving, and stated that she would be calling back to provide more info and to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.